Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04678. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat bladder and vaginal collapse and lower back pain and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced severe abdominal pains, frequent urinary tract infections, inability to have intercourse due to severe pain caused by the mesh, difficult and painful urination and further prolapse since having partial removal of the mesh. The patient continues to have pain and problems with intimacy because of loss of sensation and some pain during intercourse, intermittent problems urinating, bladder and vaginal collapse, lower back pain, pain, depression and anxiety and an overall sense of not feeling well. It was reported that the patient underwent mesh adjustment on (B)(6) 2009. The patient experienced severe abdominal pains, frequent urinary tract infections, was unable to have intercourse due to severe pain caused by the mesh, difficult and painful urination and underwent partial mesh removal on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04678. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 11/07/2016. Additional information: age/date of birth, other relevant history, explant date. Additional narrative: it was reported that patient underwent excision of vaginal prosthetic mesh on (B)(6) 2012 by dr. (B)(6) due to dyspareunia.

Event description:
Details: it was reported that patient underwent excision of vaginal prosthetic mesh on (B)(6) 2012 by dr. (B)(6) due to dyspareunia.